Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. Additional information was received, this ra lead exhibited failure to capture and sense appropriately, at the time this lead was turned off. Subsequently this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.